Event description:
The separator broke inside the catheter when trying to advance the separator in and out of the catheter. The catheter did not appear to be compromised. The physician was able to complete the case successfully with another catheter and separator. This MDR is associated with MDR 3005168196-2010-00324.

Manufacturer narrative:
Technical evaluation: the catheter shows two kinks. It is unclear if these were present during the incident or if they are the result of post use handling. Conclusion: the incident is confirmed as reported. The cause for the catheter kinking cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. (B)(4).